Manufacturer narrative:
The product was not returned for investigation therefore the reported failure mode was not confirmed. The reported failure mode will be monitored for future reoccurrence. Alleged failure: anchor loose due to suture breaking probable root cause: design: inadequate suture material, implant anchor not designed for adequate strength to resist tensioning, design does not adequately protect suture during insertion, inadequate knot design, suture length insufficient to facilitate loading into tensioner/cutter process, suture or implant anchor not manufactured to specification, implants loaded in incorrect order, use of incorrect material. Application: use of excessive force, suture compromised/frayed during attempted insertion. The device manufacture date is not known.

Event description:
It was reported that the suture broke which could lead to the anchor being loose in the joint. Additional information confirmed that the anchor was removed from the joint.